Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip g4 system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported incomplete coaptation (slda) appears to be related to a combination of challenging patient anatomy and poor image resolution. The reported poor image resolution was due to challenging patient anatomy. The reported mr is due to slda. The unexpected medical intervention was the result of case-specific circumstances, as additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Patient anatomy included restricted leaflets and a coaptation gap. Difficult imaging was noted due to the patient anatomy. One clip was deployed without issue. The second clip (complaint device) grasped leaflets at the lateral anterior 1/posterior 1 (a1/p1) position. There was difficult imaging due to the patient anatomy, and it was thought that both leaflets were grasped; however, almost immediately after clip deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet and remaining attached to the posterior leaflet. An additional clip (third clip) was implanted to stabilize the slda clip. The mr remained unchanged and ended at grade 4. No additional intervention was performed. No additional information was provided.